Event description:
When contacted for follow up information, the healthcare professional (hcp) stated that as of (B)(6) 2015, the patient had not followed up with them for the issue. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that there was a loss of therapeutic effect about a month prior to the report. The patient was still urinating a lot. However, the patient was on "rapipo" medication, which causes an increase in urination. They also drank a lot of coffee. Also, there was a reported shocking or jolting sensation. Within the past couple months prior to the report, they raised the amplitude too high a few times with one time in particular causing a shooting pain. There was also an issue with the patient programmer on the day of the report. The screen was blank. The caller replaced the batteries and the screen came on. This action resolved the reported issue with the patient programmer. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0qgus, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).